Event description:
As reported for this event by the customer, after two hours of use of the device during a therapeutic thyroidectomy procedure, an unknown output error code was received and the device tissue pad was observed to be worn and starting to peel. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The device was inspected prior to use with no abnormality noted. The functional setting for the device was seal and cut 1, seal 3.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was worn out and it was partially peeled off. Additionally, when the output was activated in seal mode by closing the grasping section, a short circuit error was detected; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The grasping section was closed without grasping anything while the output activation in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear out and peel off partially. 2. Due to wear of the tissue pad, the non-insulated area of the grasping section came into contact with the probe. 3. The output was activated while the non-insulated area of the grasping section was contacting the probe causing an error. It also generated a contact mark. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.